Event description:
A us distributor reported that a patient was experiencing adjust belt messages and arrhythmia alarms .

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and alarms) has been confirmed. Upon investigation the electrode belt was unable to recognize the ecgs. The cause for the failure was isolated to a shorted ECG 1 and 2. The root cause for the shorted ECG could not be positively identified. There was no adverse event that resulted from the damaged belt.